Manufacturer narrative:
Per the user facility, the issue has occurred more than once during the week of (b)64)2018.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the display on the roller pump was scrambled. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the display on the roller pump. The unit operated to the manufacturer's specifications. The suspected part was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the small display assembly to function properly. There was no scrambled display observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The pump was controlled through the central control monitor (ccm).